Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the procedure was successful and uncomplicated until the end of the case when a small pericardial effusion was noted. The medical team watched the effusion for 10 minutes and it did not increase; therefore, no interventions were performed. The patient is fine and no further complications were noted.